Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the positioning issue has been completed. According to the clinical, on the first day of impella cp support the physician noted that the pump was in contact with the papillary muscle. In an attempt to resolve the issue the pump was repositioned, but the pump was accidentally pulled across the aortic valve and was unable to be advanced back into the left ventricle. The decision was then made to explant the pump and replace it with another device. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was use related. Added- b5 mso review, h6 impact code 4628 added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 69-year-old male was implanted with an impella cp for mechanical circulatory support after being on balloon pump. Impella cp was noted to be placed over the pap muscle. The patient had to be taken back to the cath lab for the pump to be repositioned. The physician pulled back across the atrioventricular valve and was unable to advance back into the left ventricle. Therefore, the pump was removed, and a new cp was placed. There was no reported patient harm. MDR required.